Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved intra-aortic balloon pump (iabp) support during an interventional procedure. While in the cath lab the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the pt's femoral artery. During the insertion, the iab became stuck in the saf sheath such that the proximal end of the membrane would not exit the distal end of the saf sheath. The md removed the iab and the saf sheath. The md requested another iab for insertion. There was no reported pt injury, no intervention was required and no complications were reported. The pt successfully received the iabp support as originally intended. Reference MDR # 1219856-2010-00352 for the second event involving the same pt.